Event description:
The customer was hospitalized with high blood sugars. Troubleshooting revealed the customer was inserting the infusion set incorrectly. Explained the proper insertion technique and the rule of changing the infusion set after two consecutive high blood sugar readings. Sent a tubing clamp and advice to call back for further testing when it is received.